Event description:
Device of 2. Reference MFR report: 1627487-2012-02754. The patient received two leads (from the same lot) as part of her scs system. It was reported the patient stopped using her system over a year ago due to lack of pain relief. It was reported she was recently diagnosed with renal insufficiency and needed an MRI. The physician decided to remove her system to proceed with the MRI.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.